Manufacturer narrative:
Based on the results of the investigation, it is likely that the most probable cause was traced to component failure. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head had appearance defect on charge coupled device (ccd) lens. There was no patient involvement.